Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA. The cause for the difficulty reported could not be reliably determined.

Event description:
The device was used during a laparoscopic evaluation procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure.